Event description:
The reporter claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4) 2009. The pump was returned to animas for evaluation and evaluated. All keypads were intermittently responding to user inputs and it was also noted that the contacts were misaligned . When keypad was removed there was adhesive underneath the contacts.